Manufacturer narrative:
Model number/catalog number: 72400024 serial number: n/a batch/lot number: 1000108586 model/catalog description: balloon fgs 61-70 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127 serial number: n/a batch/lot number: 1000085207 model/catalog description: control pump fgs iz unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Mechanical issue, hole/perforated and fluid leak are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with a nonfunctioning device. A revision surgery was performed, during which the physician found a hole in the tubing near the junction with the cuff, resulting in leakage of the system. The device was explanted and replaced. There were no patient complications.